Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: does the surgeon routinely wait 15 seconds prior to firing? Yes. Did the patient have any coagulation disorder? Unknown. What is the surgeon¿s preoperative anticoagulation regime? Unknown. How was the pot-operative bleeding identified? Unknown. How was the bleeding addressed in secondary procedure? Unknown. Was a transfusion required? No. What is the current patient status? Unknown.

Event description:
Patient was re-operated on (B)(6) 2019 because of post-op bleeding issues. Primary bariatric lap sleeve procedure was done (B)(6). Description of primary procedure: in the primary sleeve gastrectomy the surgeon used 1 gold gst reload and finished the rest of the line with blue gst reloads. Because of heavy per-op bleedings on the staple lines the surgeon used a clip applier with approx. 20 clips. At the end of the procedure they raised the tension of the patient 150/90 to make sure all bleedings were covered. Description re-operation: 1 day after primary procedure patient had a re-operation because of heavy bleedings. In the re-op the surgeon finds a staple line that is oozing over the total length and has 2 pulsating bleeders. 1 pulsating bleeding is in the first firing (golden reload), around 1-2 cm from the crossing point with the second reload.